Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring the c3 delivery system. After the device was deployed successfully, it was noticed that the olive from the leading end of the deployment catheter was loose in the aorta. The olive was successfully removed from the pt with the use of a clip. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was returned to gore and an engineering evaluation is being conducted. Results of the engineering evaluation will be sent in a supplemental medwatch report.